Event description:
Boston scientific received information, that during a follow-up procedure, an x-ray was performed, and revealed that this left ventricular (lv) lead had dislodged. The decision was then made to perform a revision procedure. During the revision procedure it was noted that the pocket was bigger, and the reason for the dislodgement was that the suture stitch was not fixed to the device during the implant procedure. The lv lead was successfully repositioned, and a suture stitch was performed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. Should additional information become available, this investigation will be updated.